Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a high out of range shock impedance measureement. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.